Event description:
It was reported that, during an implant procedure, there was a loss of capture and low sensing values on the right ventricular (rv) lead. Additionally, there was a decrease in the blood pressure of the patient. An ultrasound test was performed and revealed a pericardial effusion. The suspected cause of the event was cardiac perforation which resulted in pericardial effusion and cardiac tamponade. Pericardiocentesis was performed to resolve the effusion and the rv lead was repositioned to resolve the event. The patient was stable. There was no allegation of malfunction against any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.